Manufacturer narrative:
The field service engineer (fse) visited the facility and found the deterioration of the maj-411. The fse also confirmed that it can be attached and detached normally by replacing it with a new one. The fse checked the jf-260v and found no malfunction on it. The jf-260v was not returned to any of olympus locations. Therefore, olympus could not investigate the jf-260v. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the followings. The user attached the maj-411 that had something failure such as cracks or deformation. The maj-411 was forcibly attached with the instrument channel outlet of the jf-260v was closed (the forceps elevator was raised. The maj-411 was not securely attached to the distal end of the jf-260v. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiopancreatography (ercp) using duodenovideoscope (jf-260v) and the distal cover (maj-411), it was found that the maj-411 came off. The user did not notice the phenomenon during and immediately after the procedure, but after that noticed when the patient vomited the maj-411. The user completed the intended procedure with the subject device. The occurrence date of event is unknown. There was no report of patient injury associated with the event.